Event description:
This companion caddy was not in use by a pt. Customer reported that the power supply in a companion caddy was not working. The companion caddy was returned to syncardia for evaluation, and the results of the investigation are set forth in the investigation report attached hereto. The reported issue was duplicated in the lab at syncardia. The companion caddy did not pass the functional test, and when it was operated for more than 15 minutes, the caddy would not provide power to the companion 2 driver. Visual inspection of the companion caddy revealed that the power supply fan guard was deformed so that it contacted the fan, preventing the fan from moving. When the caddy was connected to ac power, the fan did not operate, but the power supply delivered the correct operating voltage. No other components were damaged.

Manufacturer narrative:
The power supply was replaced, and full functionality was verified, including the power supply fan, for the remainder of the electrical components for the companion caddy. Damage to the aluminum fan preventing fan movement was isolated to this unit and is not a systemic issue. All power supplies in inventory were inspected and were verified to have undamaged fan guards. A verification step will be added to the caddy manufacturing and test process to verify power supply fan functionality. This failure mode poses a low risk to a pt, because the reported issue was observed during a pre-test and the caddy was not in use by a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. Although the companion caddy provides electrical power to the companion 2 driver, the companion 2 driver can operate on battery power without a caddy. Syncardia has completed its evaluation of this complaint and is closing this file.